Event description:
The doctor was in the frontal sinus and the bur snapped off in the sinus. Add'l info reported was that the doctor remove the bur fragment from the frontal sinus without complication.

Manufacturer narrative:
No pt impact was reported and the pt is doing fine. No add'l follow up care was required as a result of this event. There was no significant delay of the procedure and it was completed successfully. A review of the complaint history indicates this is the first report for this lot number. The product involved in this event was not returned to the MFR for eval.